Event description:
Customer family member called to report priming customer's pump and it was squirting out insulin. Family member connected to customer prior to pump finished priming and when family member notices most of the reservoir was gone. Family member disconnected customer and called their md. Md instructed customer's family member to take customer to the hospital.